Manufacturer narrative:
A correction has been made to the evaluation results code and component code.

Event description:
Philips received a complaint on the heartstart hs1 indicating that a beep sounded from the device indicating a self-test failure.

Event description:
It has been reported that the device is failing self-test.